Manufacturer narrative:
H3 - evaluation of the cable 9735774 found a damaged usb port. Evaluation of the returned cable 9735943 found the cable was cut and had exposed wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735774; product ID: 9735943. H6: multiple annex a codes were coded for this event. A05 was coded for the damaged usb port. A07 was coded for the exposed wires. H3, h6: the system was serviced in the field and the dual usb port and the power cable were replaced. B01, c02, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the planned maintenance (pm), the manufacturer representative (rep) recognized that the dual usb was damaged. The power cable also had exposed wires. There was no patient involvement.

Manufacturer narrative:
H3 - evaluation of the cable 9735774 found a damaged usb port. Evaluation of the returned cable 9735943 found the cable was cut and had exposed wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.